Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator ipg. The charging disc would not stop beeping even when it was over the ipg. The charging disc would only stop beeping if it was pressed onto the ipg using pressure. The patient charged for three hours before being able to make a connection with the clinician programmer cp. The patient underwent a surgical procedure where the ipg pocket was opened and it was discovered that the ipg was flipped. A sterile bag was used to put a charging disc in the bag to ensure the ipg could charge in the pocket and out of the pocket. All tests were passed. The ipg was then tacked down and the pocket closed. Post operatively, the patient was stable.